Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: (B)(4) -user's test strip had poor storage (car) test strip UDI# (B)(4).

Event description:
Consumer reported complaint high blood glucose results. The customer is concerned with all of the results obtained. The expected fasting blood glucose test result range is 150 to 178 mg/dl. The customer feels well and did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is not stored by customer according to specification in his car. The test strip lot manufacturer's expiration date is 12/22/2018 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history: result 1 : 427 mg/dl date:(B)(6) 2017 time: 11:31am fasting. Result 2 : 503 mg/dl date:(B)(6) 2017 time: 11:27am fasting. Result 3 : 554 mg/dl date:(B)(6) 2017 time: 3:25am fasting. Result 4 : 180 mg/dl date:(B)(6) 2017 time:11:52am fasting. Result 5 : 549 mg/dl date: (B)(6) 2017time: 12:10am fasting.